Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer not connected error message displayed on the system intermittently. Troubleshooting was performed. The manufacturer representative (rep) confirmed with the site that the interconnect cable was seated into the respective ports on the system. After additional troubleshooting on a video call, the rep verified that the site switched systems in prep for a case. There was no patient involvement. 2025-nov-21 iud (rep): additional information was received. It was reported that when the rep arrived at the site, booted up the system, and went into the spine application, the system indicated localizer not connected. The camera intermittently would display green and amber light on the camera and continued to almost power cycle itself, doing the two beeps every two minutes. When the rep went into the network device interface (ndi) toolbox, the internal temperature status message is displayed as a fault. Technical services (ts) attempted to walk the rep through resetting the camera temperature sensor. The rep reported the system would indicate it was reading data from the system and was kicked out of setting and options. When the rep looked at the event logs on the camera, there are a to of errors indicating firmware incompatibility detected. The rep reported when going into the software, she was able to track instruments for a minute before the amber light is displayed on the camera. The spine software was reinstalled by the rep with no resolution. The system was hard rebooted, and the issue persisted with intermittent amber and green light on the camera.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #:p905970, ubd: , UDI#: (B)(4) work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. Analysis was also completed for the camera. It was reported that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. The psu failed an accuracy test (aak) at .553mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable to this analysis. Multiple annex a codes were reported- a12: applicable to the localizer not connected. A1102: applicable to the localizer not connected error message. A110208: applicable to the system being kicked out of setting and options. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.